Event description:
The myosure handpiece (tissue removal device) was not functioning and alarming "torque error". Staff opened a new myosure handpiece which functioned properly and case proceeded w/ no complications. The malfunctioning myosure handpiece was sequestered for investigation and hologic vendor notified.